Event description:
The surgeon was using a 10mm x 4 cm x 75 cm conquest pta balloon dilatation catheter and the balloon developed a leak. On attempt to withdraw the balloon, it hung at the region of the outflow axillary vein the balloon catheter was successfully snared and removed without patient injury.